Event description:
The customer reported, a no delivery alarm during the basal rate delivery. Troubleshooting was performed, and the insulin pump passed the prime test. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement due to an out of phase motor encoder signal. However, the insulin pump passed the prime, basic occlusion and excessive no delivery alarm tests.